Event description:
Patient was revised to address recurrent dislocation. The femoral components were found to be turned about 40 degrees. Either the whole stem spun, or just the proximal body.

Manufacturer narrative:
Examination of the reported devices finds no evidence to conclusively confirm the reported dislocation or spinning. Additional investigative inputs were requested but not provided. A search of the complaints databases finds no other reports against the product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.